Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a restart alert indicating a motor stall, performed a dry run per guidance, replaced all supplies, and the alert cleared with insulin delivery resumed as usual. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included troubleshooting by running a dry run and replacing infusion-related supplies. Investigation of this case revealed that the motor stall alert resolved after the dry run and supply replacement, indicating no persistent pump or component malfunction at the time of follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined.